Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at follow-up with decreased blood pressure and increased capture threshold on the right ventricular (rv) lead due to a perforation. The issue was resolved by repositioning the rv lead. The patient was in stable condition.